Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, the stent embolized. Two target lesions were treated. Lesion one was located in a 99% stenosed segment of the mid right coronary artery (rca) and lesion two was located in a 75% stenosed segment of the proximal rca. Vascular access was via the right femoral artery. A bmw .014 x 300cm guidewire was used to cross the lesion. A 3.0x15mm rx maverick2 balloon was inserted into the mid rca and inflated once. Rotational atherectomy was performed two separate times, with three passes each, using a rotoblator with a 1.25 burr. A 2.0x15mm rx maverick2 balloon was then inflated to 12 atm, a 1.5x6mm sprinter balloon was inflated to 2 atm and a 3.0x15mm rx maverick2 balloon was inflated to 12 atm. A 3.5x20mm taxus express2 drug eluting stent was advanced, but did not cross the lesion. Upon removal the "stent stripped off the balloon in the descending aorta and was successfully retrieved with a 5-10 mm snare". Following intervention, there was an improved angiographic appearance with 50% residual stenosis. Lesion two was treated using a 3.5x20mm taxus express2 stent deployed at 12 atm. Following intervention, there was a 5% residual stenosis. There were no additional complications. Medications received during the procedure were midazolam, fentanyl, atropine and angiomax. Recommended medications following the procedure included plavix and aspirin. The patient left the catheterization lab in stable condition.

Manufacturer narrative:
The complainant indicated that the device wil not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available, a supplemental medwatch report will be filed.